Event description:
New information received notes lead was not explanted and replaced as previously reported. The defib portion was turned off and the pace/sense portion remains active.

Event description:
It was reported that noise was noted and lead fracture was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.